Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation completed. This is an initial final report submission. Review of the most recent repair record determined the gear and collars were replaced on the cutter; however, the repair was not completed because the cutter failed the test cut with an incomplete cut. The cutter was returned as is and will need to be replaced by the account. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was an incomplete mesh on previously recovered cadaver skin. There was no harm or delay, and no patient involvement. At product evaluation investigation it was found that the cutter did not pass the cut test. No adverse events were reported as a result of this malfunction.